Event description:
It was reported, that during a da vinci-assisted unilateral inguinal hernia surgical procedure. The force bipolar instrument was grasped on tissue and would not open. The customer used the instrument release kit (irk), and removed the instrument and cannula together from the patient. The customer stated, that they did observe broken cables in the wrist of the instrument. The customer installed a fenestrated bipolar instrument on the same universal surgical manipulator (usm) and completed the case. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.